Event description:
It was reported that the patient experienced withdrawal symptoms because, the patient missed a refill date due to other health issues (gall stones). Beginning (B)(6) 2012, the patient began to "get stiff". Other patient symptoms included spasms, "very tight", rigid muscles and fever. At the time of the report the fever had "gone down". The patient was taken to the emergency room (ER) and "they did not find anything serious" with the patient. It was thought that the patient may have had a "bug" and was given anti-vomit medication (even though she was not vomiting) and "other medication" to calm her down. The pump was not interrogated at the ER. Blood work, a chest x-ray and a CT scan were performed and results were normal. No pump alarms were heard. The reporter stated that the patient had stopped having spasms "for way over a couple of years" and the night prior to the report the patient was given 20mg of oral baclofen which "seemed to calm down her spasms". The reporter stated that the patient was "okay except for her muscles being rigid and the spasms". The patient went in for a refill on august 24. The device system was used to deliver compounded baclofen. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient had abdominal pain caused by the gall stones. The pump delivered bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8731sc lot# serial# (B)(4), implanted: 2008 (B)(6), product type catheter product ID, 8 709sc lot# serial# (B)(4), implanted: 2010 (B)(6), product type catheter. (B)(4).